Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent fluid coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s); the patient was treated with vancomycin and ceftazidime (dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovered from the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.